Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per op notes, "a bard flat mesh was placed over the fascia using prolene sutures." (B)(6) 2018 - patient had chronic draining sinus in upper abdomen thereby underwent repair with removal of infected mesh. Per op notes, "found purulence with unincorporated mesh floating in the cavity." (B)(6) 2019 - patient had chronic draining suture sinus thereby underwent debridement.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Updated fields: a2,b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.